Event description:
A 24 mm diameter x 14 mm diabeter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in patient for the endovascular treatment of an abdominal aortic aneurysm. The patient has severly calcified arteries with moderate tortusity. Aneurysm morphology is unknown. It was reported that the patient was not a good candidate for either surgical conversion or for endovascular repair with an aneurx stent graft. The patient had a conical aortic neck, small severely calcified aortic bifurcation about 20mm, small and calcified iliac arteries. Conduit was used on the right side and the left iliac was dissected at the bifurcation, they were unable to gain access to the aorta. The physician elected to convert the graft to an aui using two aortic cuffs to exclude teh contralateral limb. Upon final angiogram there was a proximal type one endoleak with the graft tilted to the opposed left renal and 1cm uncovered gap below the right renal artery. A palmaz stent was implanted in the opposed artery wall. Completion angiogram demonstrated no endoleaks however there was a spiral dissection in the left renal artery, which was embolized with coils. The physician elected to perform a right external iliac to left common femoral artery bypass. No additional clinical sequelae were report